Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The damage observed on the deployment mechanism suggests that the unit was retracted prior to full deployment. In these cases, deformation of the deployment mechanism can cause the bag to fall off of the supports when fully deployed. However, based on the description of the event, the unit was not retracted prior to full deployment. Therefore, the exact root cause of the customer's experience could not be confirmed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "the bag did not deploy properly". Additional information received via email from customer on february 28, 2017 - the bag fell of the prong as soon as it was deployed. The metal supports were fully exposed upon deployment. Additional information received via email from customer on march 1, 2017 - as the bag fell off the prongs upon deployment, it was noted during plunger advancement. The user did not pull back on the handle prior to pushing the handle forward to deploy. The plunger/actuator was not pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed). Type of intervention - na. Patient status - no patient injury.